Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the interface and adt (admission, transfer and discharge) were not communicated. The technical support specialist (tss) accessed the carefusion coordination engine (cce) server and used remote desktop access to reach the application server, where an existing remote session was already open. All services were running, and the tss restarted the external messaging and network services. A server downtime query showed no disconnected flags, and all messages appeared current. No patient sample was available in the ephi (electronic protected health information) to verify through the medication system website. The adt messages were not current. The tss deployed the interface services utility package for the cce through the remote support system, and the deployment completed successfully. The user was informed of the deployment and restarted the feed, after which the messages processed properly. . The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the interface and adt were not communicating. The interface adt needed to be restarted from the pyxis side. The interface was not connected to pyxis, and the last message was received approximately two hours ago. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.